Manufacturer narrative:
The technician found a broken weld on the pivot arm. He replaced the siderail to repair the bed.

Event description:
Info rec'd indicates the right siderail will not rotated and lock.